Event description:
Customer service and support (css) was contacted with regard to a low platelet result generated using a cell-dyn 4000 analyzer. A plt=2.7 k/ul was generated. The result was flagged with an "*" indicating that the result was a suspect parameter, and also showed a pic/poc delta flag due to plt (I)=86.5 k/ul. The patient received a platelet transfusion. The sample was retested using another device (platform not provided) and a plt=65.0 k/ul was obtained. No further impact to patient management was reported.